Event description:
It was reported that four weeks after implantation, that the patient presented at the clinic with redness at the implantable cardiac monitor (icm) site and the device was partially exposed. The icm came out after the patient rolled over in their sleep. The icm was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.